Manufacturer narrative:
The returned device was evaluated, the cannula was found to be partially extended, and the slide insert was not observed to be seated securely between the mechanism rail wings as one of the rail wings was bent inwards. The root cause of this was determined to be mechanism rails-wings did not capture slide insert. The cannula not inserting properly into the infusion site contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that at 1:33 am on (B)(6) 2014, the customer had a blood glucose level of 397 mg/dl, so she was given a bolus of 2.60u. The pod was deactivated at 2:44 am. The pod was worn between 36 and 48 hours.